Event description:
It was reported that the device was at elective replacement indicator less than five years after implant. The atrial and ventricular leads both had high thresholds. Upon explant it was noted that there was almost no slack on either lead. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion. (B)(4) the full lead was returned and analysis found no anomalies. However, the distal conductor had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress) and had a cosmetic depression. Visual analysis noted apparent explant damage. (B)(4) the distal segment of the lead was returned and analysis found no anomalies. However, the proximal conductor was stretched, the outer insulation had a cosmetic depression and visual analysis noted apparent damage.